Event description:
It was reported to vyaire medical that the vela ventilator experienced a transducer fault while the ventilator was in use on a patient. The customer advised the patient was moved to another ventilator and there was no patient harm associated with this event.